Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, concomitant product evaluation and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The fse went on site and performed a planned maintenance which was due and replaced the vacuum pump and injector valve assembly. The unit was restored to specifications. The cause could not be determined. The issue could not be verified as the product was not returned for review and no further information was available. The fse went on site and repaired the unit and left it in working condition. Since the cycle completed it is unclear whether the event was due to a performance issue with the unit. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59411;sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information. (B)(4) are related complaints from the same facility. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00298 and 2084725-2016-00299.